Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is due to rupture, silicone migration, lymphadenopathy, seroma, and patient anxiety. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side rupture, "silicone leaking into an enlarged lymph node under {patient's} right arm, and probably throughout {patient's} body, extremely distressed, have been breastfeeding {patient's} baby". "Periprosthetic fluid" was identified via ultrasound. Patient reported physician recommended removal. The device remains implanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this events.

Event description:
Patient additionally reported "I have grade 3 capsular contracture on the left side", confirmed by a physician. Additionally, a healthcare professional reported that a patient experienced the events of ¿silicone granuloma¿, ¿lesion, deep¿ and ¿lesion superficial¿ and ¿right sided pain and lumps¿.